Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) determined that there was a partial obstruction of the suction sipper and cleaned it. The error occurred again the following day. The fse identified that the vacuum nozzle fixation was loose due to a lack of internal guide support. The fse fixed it and completed validation checks, calibration, and qc, which all passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit for three patients. Patient 1's initial result was 148 mmol/l. The repeat result on another cobas pro was 138 mmol/l. Patient 2's initial result was 162 mmol/l. The repeat result on another cobas pro was 144 mmol/l. Patient 3's initial result was 153.6 mmol/l, accompanied by a data flag. The repeat result was 139.7 mmol/l, accompanied by a data flag. The repeat results were deemed to be correct. The questionable results were not released outside of the laboratory.